Event description:
The patient reported frequent charging of her ipg is required. The patient stated she has to charge her ipg everyday. The sjm representative met with the patient and indicated the patient is using high power settings. The next course of action is unknown at this time.

Manufacturer narrative:
Field correction: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. .